Event description:
After firing a cs33 one malformed staple was malformed, which resulted in a leak. The leak was corrected with suture.

Manufacturer narrative:
The device was discarded at the hospital so no eval can be done. No conclusion could be determined.